Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system had foreign matter on the needle. This occurred on 2 occasions before use. The following information was provided by the initial reporter: it's noticed that foreign matter on the needle tip after unwrapped the package-information included here are inaccurate. Ready to use before the discovery of the return to the department of win ma has two in the packaging of the product back to the blood side hole position serious twists and turns of the product did not use, according to the hospital requirements to pay the product 4. (B)(6) 2019. As confirmed with local sales on (B)(6) 2019, the defected point is the guide wire bent.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system had foreign matter on the needle. This occurred on 2 occasions before use. The following information was provided by the initial reporter: it's noticed that foreign matter on the needle tip after unwrapped the package-information included here are inaccurate. Ready to use before the discovery of the return to the department of win ma has two in the packaging of the product back to the blood side hole position serious twists and turns of the product did not use, according to the hospital requirements to pay the product 4 2019.08.21 as confirmed with local sales on 2019.08.21, the defected point is the guide wire bent.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8148630. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. The returned samples showed a instance of a bent needle and instance of a broken needle; in response our engineers have reviewed the manufacturing process but were unable to identify any potential opportunities to create this type of damage. The damage was most likely sustained post manufacturing, unfortunately, the root cause for this complaint could not be determined at the conclusion of our review. Based on DHR review for material 383313 with lot number 8148630, the product lot met with assembly and packaging specifications and qa inspections; however customer detected bent guide wire. Samples evaluation confirmed the issue reported by customer. Engineering team reviewed the defective samples and one of them presented needle bent in the notch area, second sample showed needle broken of the notch area. Considering the conditions of the samples the team could not confirm these defects to manufacturing process. Although the assembly of this product is relatively manual, one unit with the needle bent or broken can be detected immediately in final assembly or during the loaded. Unfortunately, the package was opened and samples handled prior investigation to discard one of the two potential failure modes. Bd has implemented controls in the manufacturing area that have been effective to control any damage in the needle, all the operators that perform this product are properly trained. According to internal process rejects (qn¿s) database, no issues like this have been reported. Always refer to IFU for product usage recommendations. Based on the investigation conclusion the condition reported by the customer is confirmed. However, by the conditions of the samples root cause for manufacturing process cannot be determined. Based on an evaluation of severity and frequency, no corrective action was performed since this issue could not be confirmed as manufacturing related.